Event description:
It was reported the video system center switched off and would not turn on again. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation and the device evaluation. The device evaluation confirmed the customer allegation on power could not be turned on. However, the reportable issue on power went down could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the poor connection of the power unit lead to power could not turned on. However, the definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.